Event description:
Health care professional (hcp) reports a blood leak noted into the dialysate compartment during patient treatment. New disposables used to continue treatment without incident. Dialyzer reused 16 times prior to this report. Hcp reports no patient injury or need for medical intervention.